Event description:
It was reported that screen timed out during set change or while customer was entering bolus. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or investigation, and no additional information was obtained, so no further action was required.